Event description:
The problem is with the opticlik insulin pen mfg by sanofi-aventis. After injecting my normal prescribed dosage - 12 units - on the evening of 8/27/2005, I awoke sunday 8/28/05 with a blood glucose reading of 361. This tells me that I did not receive any of my basal insulin from the night before. I had gone to sleep with a blood glucose reading of 140, so I know it was not my meal to cause such a high reading. This is also the 2nd pen that I was given. The first one was given to me by my dr, and that one malfunctioned on 7/21/05. I reported the malfunction to sanofi-aventis, and they sent me a replacement pen. I have had trouble with the second pen almost from the beginning. The injector button would stop and not push down all the way. Also - the cartridge fell out of the pen for no reason about 5 nights ago. I had not pushed the release button. Needless to say, I will no longer use this device, and have gone back to traditional syringes.